Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 9610595-2025-26982-00.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the¿subject device¿had¿an image blackout.¿the issue was found during an unspecified diagnostic procedure that was completed with the same device. There were no reports of patient harm.